Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This electrode was analyzed upon receipt from the field. During analysis microscopic visual inspection of the segment containing the sense b electrode noted a fissure in the adhesive just distal to the sense b electrode. The adhesive is used to secure and seal the sense b electrode following insertion of the conductors during the manufacturing process. Resistance testing confirmed the electrode was electrically continuous and the conductor coil inner insulation was intact. Although a fissure was noted in the adhesive, laboratory analysis concluded that it would not have impacted the electrical performance of the electrode.

Manufacturer narrative:
This product is returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks. Artifact was noted which was oversensed and resulted in the inappropriate shocks. Artifact was able to be recreated in the primary and alternate vectors with some muscle noise in secondary vector. Additional troubleshooting was performed, however the cause of the artifact was not determined. This system was successfully explanted. No additional adverse patient effects were reported.